Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the asymptomatic patient had right ventricular lead noise. It was unknown how it was first observed or if any programming changes were completed to address the issue. There were no patient consequences.